Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s low blood glucose level was 31 mg/dl. The customer was treated with the insulin pump and the glucose. The customer was offered the troubleshoot for the high and the low blood glucose. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.